Event description:
It was reported that there was a pt exam was interrupted due to a failure of the chiller. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued, when the investigation has been completed.